Event description:
Customer reported device = 278 mg/dl. At 5 pm, customer called the doctor. Doctor advised customer to go to the emergency rood (ER). At 6:30, customer's device = 250 mg/dl and doctor's device = 202 mg/dl. No treatment was received. Doctor monitored customer for one hour and they were released at 7:30 pm. Control information was not provided. A request was made for return product and replacement product was sent.